Event description:
The customer reported that approximately 10 mls of bluish fluid leaked from the coulter lh 500 hematology analyzer after adjusting the high 60 psi into range. The leak was contained with the instrument. There was no exposure to open wounds or mucous membranes. The operator was wearing the personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
The customer technical support (cts) assisted the customer via telephone with adjusting the high psi into range. The customer then heard a sound and observed a leak but was unable to isolate the source. The customer did not want to do further troubleshooting. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the sample/diluent supply line tubing (from blood sampling valve, wm9) to the back of the white blood cell count (wbc) bath (bt1) had disconnected from the fitting. The fse re-attached the tubing to resolve the leak issue. In attempting to verify the instrument, the fse observed the white blood cell count (wbc) bath overflowed; all waste and vacuum lines (tubings) were full of fluid. The fse also observed the pinch valves (pv4 and pv3) were nonfunctional. The fse replaced the pressure solenoid valve to actuators to resolve bath overflow issue. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).